Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2020-01323. It was reported that the patient was experiencing ineffective stimulation and was feeling stimulation in their arms. In turn, the system was explanted and replaced with a competitor system.